Event description:
It was reported that the ilet user attempted to use a large meal announcement to correct high glucose, and support advised against using meal announcements for correction due to risk of insulin stacking and maladaptation. Glucose reached 400 mg/dl and trended down to 271 mg/dl upon follow up. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, and a usage problem was identified as using meal announcements to correct elevated blood glucose, and relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.